Event description:
It was reported by facility that at approx. 15:45 a pt used call light to alert staff of fire in pt's room. When staff arrived, smoke and sparks were noted coming from the bottom of the pt's bed. Fire line alerted fire dept. Pt was immediately removed. Pt showed no signs of injuries and verbalized that they were okay.